Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation. Updates to sections h4 and h6. The device history record for the subject device was reviewed. No anomalies were found which may cause or contribute to the reported problem. The legal manufacturer performed an investigation. A definitive root cause was not identified. Based on the results of the device evaluation and the available information, the investigation determined no problems were found with the subject device and the event was caused by a malfunction of the olympus, model clv-190, used in combination.

Manufacturer narrative:
An olympus field service engineer performed troubleshooting of the suspect device on-site at the user facility. The device was verified to function as expected and the problem isolated to the olympus, model clv-190, used in combination. The user facility has indicated that the olympus, model clv-190 will be returned to olympus for evaluation/ repair. The investigation is ongoing and the root cause of the reported event has not been determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that the image was too bright. There was no patient injury, associated with the problem, reported to olympus. As the reported event involved the olympus, cvl-190, used in combination with the olympus, cv-190, this is report # 1 of 2.